Manufacturer narrative:
Investigation summary ==> no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy along with resistance in femoral artery preventing successful delivery of impella. Device history lot ==> device lot: 1951048 device history batch ==> subcomponent lot: n/a. Device history review ==> device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was attempted to be implanted with an impella cp for mechanical circulatory support. During the procedure, there was difficulty advancing a pigtail catheter into the left ventricle, which was eventually successful. However, the impella cp could not be advanced through the iliac artery due to challenging anatomy. Multiple attempts with various wires were unsuccessful, and impella cp placement was ultimately aborted due to the patient¿s anatomical limitations.